Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err hwrf. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and failed. The receiver download and functional test were not attempted due to contaminated usb connector. The reported event of an error icon display was undetermined. A root cause could not be determined.